Event description:
The jetstream catheter was used to treat a long lesion from the sfa to the tibial artery in a diabetic patient. The physician perforated the popliteal artery with the guidewire prior to using the jetstream device. He continued on with the case treating the lesion in the sfa and tibial artery. During his last pass in the maximum diameter configuration, in the tibial artery, a perforation was observed causing an av fistula. A balloon was used to treat the area and then 3 stents, a 3.0, 3.5 and 4.0 mm, were placed to cover the perforation. The patient was fine. Based on the size of the stents used to treat the perforation, it is likely that the physician used the device in the maximum diameter mode, in a vessel that was too small for the device. The complaint report noted "no problem with device".

Manufacturer narrative:
The jetstream catheter was discarded after the procedure and therefore, not returned to pathway medical technologies for evaluation. The complaint reported noted "no problem with device".